Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not turn on with button press or with strip insertion. Reader turned on with usb cable. The date and time was set using the pc software and determined the unit of measurement is locked to mg/dl. The reader was de-cased and visual inspection was performed on printed circuit board assembly (pcba). Liquid contamination was observed. Issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced sweating. Customer was unable to self-treat and was treated with coca and a cookie by third-party. No further treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced sweating. Customer was unable to self-treat and was treated with coca and a cookie by third-party. No further treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.